Event description:
A customer reported to baxter corporate product surveillance of a clearlink continu-flo solution set in which a no flow was observed. According to a report, the nurse started an IV and attached an unknown baxter y-junction catheter extension set. The nurse indicated that excellent blood return was observed with the extension set. She also indicated that flow was established through both luer activated devices on the extension set. The nurse primed the clearlink continu-flo solution set with no issues. The nurse then connected the clearlink continu-flo solution set to the extension set and no flow was observed. The nurse indicated that all y-sites on the clearlink continu-flo solution set flushed with no issues. The clearlink continu-flo solution set was switched out and therapy continued as normal. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. The unit was received full of solution, and without tip protectors. Functional testing was performed on the sample. The spike was inserted in the solution container, clamp was opened, and the set was primed. A clear passage and a pressure test were performed at 8psi. The results were satisfactory for all functional tests. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. A batch review could not be completed as the lot number was not provided by the customer.